Event description:
It was reported that the arctic sun device was unable to cool water below 10 degrees c. It was noted that the after conducting an examination of the cooling process, they observed that the chiller temperature (t4) did not decrease below 10 degrees celsius.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to cool water below 10 degrees c. It was noted that the after conducting an examination of the cooling process, they observed that the chiller temperature (t4) did not decrease below 10 degrees celsius.